Event description:
It was reported that an undefined malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no reported impact to the customer¿s blood glucose level.